Event description:
A hospital in (B)(6) reported that a patient developed a septal breakdown while using the bc3020 nasal prongs and required a plastic surgery consult. (B)(6), a respiratory therapist supervisor from the hospital reported that a bc303 bonnet and bc182 (100mm) nasal tubing was used on an active (B)(6) infant. The hospital stated that they observed a 2mm gap between the nasal prong and septum. The septum of the patient became red and subsequently eroded. Septal damage was observed eight days after use, from (B)(6) 2010, and that they were using a cannulaide to obtain a better seal. The infant was not intubated and no other tubes were attached. The hospital further reported that they considered the length of time the infant was using the prongs to be a factor in the septum damage.

Event description:
It was reported that device was explanted after an implant duration of zero days, due to a failed ring repair. The following was learned from the hospital contact via email, "we put a 4450/m32mm in patient, the repair wasn't adequate per tee, so they removed it and put in a mechanical valve... No additional information is available at this time."

Manufacturer narrative:
(B)(4) = unsuccessful ring repair.device not returned.multiple attempts have been made to clarify the reported event and obtain additional information, however, no additional information has been provided to date. Investigation is ongoing.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Requests were made for the device, operative report, and additional information, however, no additional information has been provided.